Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping device indicating that there was a speaker malfunction, and no tones were heard. A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed); after the speaker malfunction error, the rse had the biomed put the battery in the device and no tones are heard. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. The device is expected to be returned for evaluation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, during the start-up test. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.